Event description:
It was reported that the insulin pump was not recording the boluses and blood glucose. Customer's blood glucose was 230 mg/dl. Customer stated that last (B)(6) 2014 her blood glucose was 480 mg/dl and corrected the blood glucose with a bolus. Customer stated it was high due to she ate cake. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on lcd window, cracked case at display window corners and battery tube threads.